Event description:
The customer reported that the unit was failing the op check; pacer, defib and ECG.

Manufacturer narrative:
The customer reported that the unit was failing the op check; pacer, defib and ECG. A philips field service engineer went to the customer site. There was a failure in the therapy printed circuit assembly (pca). The therapy pca was replaced.